Event description:
On (B)(6) 2007, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. The aneurysm had a diameter of 54 mm, it was grown from 50 mm to 54mm in one year. On (B)(6) 2014, it was reported to gore that the patient was admitted to the hospital. The aneurysm growth to 72mm and a type I or type iii endoleak was observed. The treatment of the patient is planed for (B)(6) 2014.

Manufacturer narrative:
Results pending completion of evaluation.